Event description:
It was alleged that an implanted monarc sling caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.